Event description:
A malfunction was reported with the pump, displaying a malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which they understood.